Event description:
Missing yellow stop collar [device issue]. No adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of device issue and no adverse event in a patient (gender, age, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 06-jun-2024, amneal pharmaceuticals received information from a physician via an email concerning above-mentioned event experienced by the patient while on amneal's twinject (epinephrine auto-injector). Additional significant information (#1) received on 17-jun-2024 included qa investigation report. The patient was being treated with epinephrine auto-injector 0.3 mg (ndc: 0115-1694-30, lot no: g231009x and g231010x, expiry date: jun-2025, and serial number: (B)(6)) (dose, route, frequency, and therapy dates were not reported) for allergies. The patient had allergies (unspecified). Concurrent condition, concomitant medications, medical history, allergy, history of procedures, smoking, alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2024, physician reported that after coming across a previous safety issue (missing yellow "stop collar") located at FDA website with epinephrine injection, auto-injector 0.3 mg, physician checked the epipens and discovered that one autoinjector in each carton had the same safety issue (missing yellow "stop collar"). This was reported to FDA. Upon a follow-up on 06-jun-2024, a call was received from a physician and mentioned that they would return the auto-injectors to the pharmacy for their further inspection. As this was the first time having an epipen, perhaps not doing it correctly. They would get them to be assisted. There was medically assessed device complaint associated with this case. Investigation report received on 17-jun-2024 is attached. The investigation associated with epinephrine injection usp auto-injector 0.3 mg lot g231009x & g231010x for the complaint category - other - missing component, for the reported complaint confirmed that all auto-injectors released to market were manufactured in accordance with approved batch records. A retain review was conducted of the 52 samples retained from lot g231009x ((B)(4)) and lot g231010x ((B)(4)). Upon visual inspection, all 52 samples did contain a yellow stop collar. The reported complaint was not confirmed in the retain sample review. The complaint sample was not returned for evaluation, as such the reported complaint could not be confirmed. The reporter provided four (4) photos of the complaint sample. Based on evaluation of the photos, although not conclusive evidence, it appears that a stop collar is present in the complaint samples for lot g231009x ((B)(4)) and lot g231010x ((B)(4)). Evidence is that the gap between both the spring guide and bushing are equal in both photos and aligns with the gap if a stop collar was present. In addition, a yellow tint of color can be seen between the spring guide and bushing. This yellow tint is possibly the yellow stop collar reflecting on the aluminum drive rod. Based on the photos provided by the reporter the reported complaint could not be confirmed or unconfirmed for presence of the yellow stop collar in as the "c" shaped component could be hidden behind the drive rod out of view from the ¿viewing window strip¿ created by peeling back the wrap label. Although, without the complaint sample or conclusive photo evidence from the reporter, this can be neither confirmed nor unconfirmed. There were no issues related to the manufacturing process that were determined to be attributed to the reported complaint. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device issue and no adverse event was unknown. The reporter assessed the causality of device issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.